Event description:
Visitor was being assisted into a wheelchair (medline shuttle, model # mds809750) and sustained an injury to his left smallest finger when his finger was compressed under the seat rail of the wheelchair.